Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was 148 mg/dl. Reportedly, the customer applied more force to the button to resolve the issue.